Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. The customer was treated with juice and suspended the pump. Customer reported that pump was exposed to MRI during a medical procedure or test. Customer reviewed the alarm history for an motor position encoder error or motor error alarm and found none. Customer was advised to monitor pump and call healthcare provider to discuss possible causes of low blood glucose.